Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip indicated it had degraded. Visual inspection of the fiber body did not identify any breaks. Functional testing of the fiber identified there was no light exiting the connector face and there was no aim beam exiting the fiber tip. This finding is indicative of a fracture within the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A risk review indicates that this is an anticipated failure of the device based on normal use, and therefore it is unlikely that there is an issue with the design of the device. A label review indicates that the IFU contains appropriate instructions and warnings for use. Based on the information gathered, the investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during unpacking, the device could not fire the laser. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified a fiber connector fracture.

Event description:
It was reported that during unpacking, the device could not fire the laser. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified a fiber connector fracture.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip indicated it had degraded. Visual inspection of the fiber body did not identify any breaks. Functional testing of the fiber identified there was no light exiting the connector face and there was no aim beam exiting the fiber tip. This finding is indicative of a fracture within the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A risk review indicates that this is an anticipated failure of the device based on normal use, and therefore it is unlikely that there is an issue with the design of the device. A label review indicates that the IFU contains appropriate instructions and warnings for use. Based on the information gathered, the investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.